Event description:
It was reported that 22 bd plastipak¿ syringes had no scale markings. The following information was provided by the initial reporter, translated from spanish: "syringes without the scale mark"

Manufacturer narrative:
Investigation summary: three photos received by our quality team for investigation. Additionally, fifty six syringe samples received. Upon visual evaluation, scale marking is missing from the syringes. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, possible root cause is associated with operator failure to segregate the syringes. Actions will be implemented including installation and detection of system, and manufacturing personnel have been notified and additional training to reinforce proper assembly has been performed.

Manufacturer narrative:
Investigation summary photos received by our quality team for investigation. Upon visual evaluation, incomplete scale marking is observed on the syringes. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the teams investigation, possible root cause is associated with incorrect product segregation. Actions include installation of the detection and removal system for unmarked syringes.

Event description:
It was reported that 22 bd plastipak¿ syringes had no scale markings. The following information was provided by the initial reporter, translated from spanish: "syringes without the scale mark".

Event description:
It was reported that 22 bd plastipak¿ syringes had no scale markings. The following information was provided by the initial reporter, translated from spanish: "syringes without the scale mark".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.